Event description:
Nurse started an infusion of ferrlecit (50ml bag). About 15 minutes later, the pump alarmed for ail and the nurse found the tubing had separated where the pump segment connects to the distal tubing and the medication had leaked all over the floor. The bag was empty. Nurse hung a new bag with new tubing. There was no pt harm and no medical intervention was required, the customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.